Event description:
It was reported that patient underwent an ankle syndesmosis procedure on (B)(6), 2012. During the procedure, the eyelet on the stainless steel button cut the suture. The procedure was completed using a titanium ankle syndesmosis device, with no reported injury to the patient or delay in the procedure.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number seven states, "correct handling of implants is extremely important".